Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they suspected for a few days, they think they screwed up because it has been a week or two since they recharged their implant and they are concerned and they want some help in recharging. Patient said they are trying to use the equipment right now and it is beeping and they can't get it positioned so it stops beeping. Worked with patient to close out of all running applications, use the recharger app and patient was successful to start a charging session and reported seeing the battery with a red bar at the bottom, therapy off, good condition and during the rest of the call pt continued trying to charge and agent heard charger tones confirming the charger disconnected and reconnected, numerous times. Pt said the device is close to their colar bone. Pt said they were concerned about their communicator cord, they're having a problem with it, they said the cord cannot make the connection. Reviewed some recharging information and reviewed they will need to use their communicator/dbs therapy app to turn therapy back on, once their implant is charged enough. Patient asked if they had ruined the stimulator inside of them and have they ruined their external devices because they weren't recharged. Agent reviewed, symptoms could be happening because therapy is off. Offered and sent request l to the repair department to replace the communicator charging cord. Redirected to call back if they need further assistance. Additional info received from patient that they let their implant battery go dead and needed help using external devices. Reviewed how to start implant charging session and patient reported seeing recovery mode recharger screen in the recharger app which confirmed that therapy was off. Recommended patient continue to charge the implant and call back when finished for assistance turning therapy back on again. The call was disconnected at this point in the discussion and agent called patient back and left a vm with ps contact info and hours. Caller called back while recharging, while on the call, the recharger lost connection with the implant and had to be reposit ioned. During the call, they saw the recharger percentage change to 10%. Helped caller stop charging and turn therapy back on and then resume recharging. Upon turning the therapy back on, the caller reported feeling a little electrical shock in the brain and a little buzz in the head. Asked caller if they wanted to turn the therapy back off and they declined. They reported that they are having difficulty understanding how to use all the various components. Emailed user videos to caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.